Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon of the device allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon of the device allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device appeared bloody , no any other anomalies noted. Performance evaluation was performed, gw lumen of the catheter was flushed using an in-house syringe and noted that water was able to successfully exit out of the distal tip. Then in-house presto inflation device was used to inflate the balloon and noted that water was exiting from the balloon at the proximal end of the balloon. Then fibers were removed and a longitudinal rupture was noted on the balloon from distal tip under magnification. Therefore, the investigation is confirmed for the reported balloon rupture, as longitudinal balloon rupture was noted during the microscopic evaluation. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2023), g3. H11: h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.